Event description:
This device system was explanted due to infection. Included with this system: linox sd 65, MDR 128232-2006-0272 and setrox s 45, MDR 128232-2006-0273. Only the device was returned to biotronik, the leads were not.